Event description:
It was reported that during the attempt to implant the left ventricular lead, the guidewire became stuck in the lead after multiple positioning. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.